Event description:
During attempted use of device, error code kept coming up and unable to use. Staff do not recall what the error code was when request for follow up was made. No injury to patient. Device was discarded, staff stated representative said it was okay to discard.